Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter, serial number (B)(6). At 4:10 p.m., the meter result was >8.0 inr. At 4:26 p.m., the laboratory result was 2.4 inr. The patient¿s therapeutic range is 1.5 - 5.0 inr.